Event description:
Initial information was reported by a physician to a sales representative on 11-sep-2009: a female of unspecified age received injectable poly-1-lactic acid (sculptra) [lot # and expiration date unknown] in 2008 and has a small, faintly bluish bruise still remaining mid-cheek where she was injected (age, dose and indication unknown). Medical history and concomitant medications were not provided. No further relevant information reported.